Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an roux-en-y, the suture reload needle popped out of the device. The "rabbit ears" were still down. The suture reload fell into the patient cavity, but was not left in the patient.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of two devices. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Returned needle had deep marks on the cone of needle. The shaft of device two was broken from the handle. Witness marks from the needle tip impacting the beveled wall were observed on a left jaw of device one. Device one was loaded with a needle from the pmv inventory (lot number j4a0413x) and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device one was found to function properly and needle remained intact. No difficulty was experienced in loading, unloading, and toggling the needle in the device. Device two could not be tested due to broken shaft. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle; resulting in the shaving conditions noted. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The IFU states, ¿toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device.¿the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. However, the investigation detected a secondary condition of handled rough that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.